Event description:
Rptr experienced chest wall tightness, capsule formation, breast indentation, breast tightness, capsular contractures, distortion with adhesions, lumps, arthritis in hands with trigger thumb, fibromyalgia, carpal tunnel syndrome, fibrositis, tendonitis, bursitis, colitis, ibs, joint and arm pain, numbness in back and shoulders, hardening on left implant skin, muscle fatigue in arms, swelling of hands/fingers, lack of energy, aching all over, swollen glands in neck, cold hands/feet, incorrect size of implants, crooked placement of implants, breast wrinkling/rippling, implants too large, improper bra fit, difficulty sleeping comfortabley, loss of strength and numbness of fingers, flus, colds, viruses, anxiety, and depression. (See also mw1000461.)